Event description:
On thursday night I did a home covid test with a quidel quickvue test in prep for a gathering and was shocked to get a positive result (had not been seeing many people and had no symptoms). I tried a second test (different brand of test) and got a negative. My partner got a negative result from yet a third brand of test. I tested with your brand again, and got another positive. Following the cdc guidelines, I isolated, we canceled all our end of year social plans, and we both got swabbed for pcr tests the next morning. It took a few days but both pcr tests came back negative. The quidel quickvue home test gave a false positive for me. Way better than a false negative, and not a reason not to test, but still a major pain. You may want to avoid this brand. It was the quidel quickvue lot f40228. FDA safety report ID #: (B)(4).